Event description:
It was reported that during an un-specified procedure, it was observed that blood was leaking out of the copilot. There was no clinically significant delay and the same device was used to continue the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but now has been reported as discarded. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. The lot history record (lhr) review and similar incident query for this product was not performed because the part number was not reported. With no further information, there is no indication of a deficiency.